Event description:
A baxter sales rep called baxter corporate product surveillance to report an interlink continu-flo set in which the injection port went inside the tubing as the y-site was being accessed. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. During visual inspection, the bottom septum was confirmed to be inverted. However, no cause could be identified. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.